Event description:
It was reported that on (B)(6) 2026, a 25-18mm amplatzer talisman pfo occluder was chosen for a (patent foramen ovale (pfo)procedure. The pfo opening was 4mm in width, secundum was <5mm in thickness, non-prominent atrial septal aneurysm (asa), >12mm from sheath to superior vena cava (svc). The sizing of the device is determined by intracardiac echocardiography (ice) imaging. The occluder was implanted and a stability check was performed. After the implant, intraprocedural transesophageal echocardiogram (tee) before leaving cath lab showed the device was embolized to pulmonary artery (pa) immediately upon release. The device was successfully retrieved via percutaneous retrieval groin. There was no hemodynamic changes noted to the patient. The patient was reported stable and being rescheduled for pfo in the future.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.